Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for a leak was not confirmed. The sample was evaluated. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted corporate product surveillance (cps) regarding a leak during therapy. The care giver (cg) alleged the cassette or patient line extension could have leaked. The carpet was wet near where the cassette connected to the patient line extension but she was not sure which of the two products leaked. This report addresses the potential cassette leak. The patient was involved but there was no serious injury or medical intervention reported.